Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported clot/char remains unknown.

Event description:
Following a premature ventricular contraction ablation procedure, the catheter was removed from the sheath and a foreign body was observed on the tip of the catheter. It was believed to be either a clot of blood or char. The catheter performed as expected for the duration of the procedure as this anomaly was noted after the procedure was completed. There were no adverse effects to the patient.

Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Per the communication with the field, the material was dislodged prior to receipt and was not present on the returned device. The catheter met specifications during electrical and temperature testing. The catheter displayed an occlusion error on the cool point pump during priming due to a hardened blood like substance in the tip assembly, but was subsequently manually flushed and retested, where the catheter successfully met requirements during the flow test. It remains unknown how or when the hardened blood like substance was introduced into the irrigation lumen. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported event. The cause of the field reported char remains unknown.

Event description:
Following a left coronary cusp (lcc) / aortomitral continuity (amc) premature ventricular contraction (pvc) ablation procedure, the catheter was removed from the sheath and a buildup of ¿char¿ was visualized on one side of the catheter tip. There were no indications of decreased power, impedance cut-offs, or temperature limitations. The catheter performed as expected and the procedure was completed. There were no adverse effects to the patient. It was discovered that the act did not reach 300 during the procedure which may have contributed to the event.